Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the following: - explantation date was provided as (B)(6) 2019. Hence, field d7 has been updated - is required intervention has been selected under field since explantation date is provided - procedure type is primary augmentation - left side capsular contracture; baker grade iii/IV, intermittent rashes on left side under armpit, worsening of preexisting ovarian cysts, worsening of preexisting gluten intolerance, weight gain, stabbing stomach pains were also reported - patient code capsular contracture has been added to field -conclusion code "known inherent risk of device" has been added to field -method code has been updated to "device not returned" under field this report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/2/2020, mentor became aware regarding the impacted product details. Hence, section d has been updated on this form. Unk_gel implants on the left side is updated to catalog number 3504504bc; serial number (B)(6), and right side is catalog number 3504504bc; serial number (B)(6). Date of implant is updated from (B)(6)2014 to (B)(6)2014 under field d6 on this form as per information under mentor device tracking. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5087433) that a patient with unknown age underwent unspecified breast surgery with unknown gel implants reported generalized illness ( fatigue, endocrine/ hormonal imbalances, brain fog, inflammation). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).